Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during preparation, the user was not able to successfully rotate the handle. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during preparation, the user was not able to successfully rotate the handle. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Note: this event has been deemed a reportable event based on the investigation analysis revealing the suture was broken.

Manufacturer narrative:
Evaluation result of suture broken. A visual examination of the returned device noted some residue present indicating use/ handling. The suture was broken with portions attached to both the ligator head and the loop of the trip wire. One band was deployed and not returned. Among the remaining six bands, one band was out of position. The teeth of the ligator head did not present any damages. The trip wire was not secured in the handle assembly slot; however, the proximal loop was retracted into the handle assembly. The handle assembly slot and trip wire did not present evidence that the trip wire had been secured during use. Functional evaluation of the handle was performed by turning the handle knob 180º and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the handle was broken was not confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.